Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, when the clip was fed into the jaw, the tip of the clip was closed a little. Another device was used to complete the procedure. There were no adverse consequences for the patient.